Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite electrical test. Internal inspection found signs of fluid ingress to device. The assignable cause of the rite electrical test failure was determined to be the shorted pump assembly, therefore, related to the reported issue. The device was scrapped due to fluid ingress. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of failed earth leakage current. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a homechoice (hc), the product analysis laboratory (pal) determined the hc failed the returned instrument test/evaluation (rite) due to an earth leakage current failing performance specifications. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.